Event description:
Revision surgery was reported due to infection.

Manufacturer narrative:
.

Manufacturer narrative:
The associated devices were not returned. Our investigation included a review of the manufacturing records which did not reveal any discrepancies during the manufacturing process. A review of the sterilization documentation confirmed that all listed product was sterilized according to sterilization release documentation from quality control. A review of complaint history revealed no prior complaints for the listed lots. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.